Manufacturer narrative:
H6: investigation summary: customer returned (5) loose 31gx8mm, 1ml bd insulin syringes. Consumer reported having several syringes with no dead space; stated the syringes look as if they have been used. All 5 returned syringes were examined, and none exhibited issues regarding the overall syringe assembly or placement of the plunger rod; no evidence of manufacturing defect was observed; no damage was observed on the syringes. Since no defect was observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8190613. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the plunger was incorrectly placed in syringe with bd insulin syringes with bd ultra-fine¿ needles. The following information was provided by the initial reporter: it was reported that several syringes had no dead space and looked as if they had been used. Also, this happened with previous box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8190613. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-09. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger was incorrectly placed in syringe with bd insulin syringes with bd ultra-fine¿ needles. The following information was provided by the initial reporter: it was reported that several syringes had no dead space and looked as if they had been used. Also, this happened with previous box.